Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose of 29 mg/dl which she treated by eating and did not have to be hospitalized. Customer stated that the sensor was reading as a normal level. The customer stated that that the sensor readings are not always accurate; they can be 30 to 60 point away from the blood glucose level. The customer explained that the sensor would also read low and stop the basal rates and when she checks her blood glucose is 150 or 160 mg/dl. The customer stated that she is a nurse and sometimes she is in the in the operating room and can't check her blood glucose right away. Sometimes she would go high due to the sensor suspending the insulin pump. Customer was advised to consult the doctor about changing the insertion site.